Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in a percutaneous endoscopic gastrostomy (peg) procedure in 2008. According to the complainant, 9 days after placement, the device came off spontaneously and the balloon contained only 3 to 4 milliliters of the 8 milliliters of water originally placed in it. Another corflo cubby low profile gastrostomy device was used to replace this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although, the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.